Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Perforation is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The graftmaster stent is being filed under a separate MFR number.

Event description:
Subsequent to the previously filed medwatch additional information was received stating that the patient was discharged on (B)(6) 2011.

Event description:
It was reported that after predilatation was performed, a perforation occurred during deployment of a 3.0x23 mm xience v stent and the graftmaster stent was selected for treatment; however, the graftmaster stent delivery system would not cross. A dilatation balloon was used and inflated to treat the perforation successfully. There was no reported clinically significant delay in the procedure due to the failure of the device to cross. The patient is reported to be fine. No additional information was provided.